Event description:
Surgeon using 5.5 incisor on cuff tissue. States that not used on bone or calcified tendon. During use found that blade wasn't turning after a minutes use. On closer inspection, it was found that the inner teeth had bent, inhibiting the inner blade from turning. The device was received on 02/09/2012 and was provided to quality engineering for evaluation. It was confirmed on august 27, 2012 that the device had been misplaced and could not be located. The complaint file was closed pending location of the device. On december 12, 2012, the device was located and an evaluation was performed.

Manufacturer narrative:
Functional inspection found that the inner blade rotated with slight friction inside the outer blade. Visual inspection found that the inner teeth were not bent; however, one of the teeth on the most distal end of the inner edgeform was found sheared off. The sheared off piece was not returned with the blade. Visual inspection also found scoring marks starting from the location on the edgeform where the tooth was sheared off to the other side of the edgeform. The inner and outer blade subassemblies were then evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. However, it was observed that there was a significant degree of splay at the inner blade edgeform. A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).